Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a fluid leak is confirmed and was determined to be use related. One 4 fr groshong nxt two-piece connector was returned for evaluation. An initial visual observation showed a small amount of yellowish residue on and in both pieces of the connector. A whitish residue was also noticed in the extension tubing. A small hole was observed in the extension tubing near the luer connector hub. A microscopic observation revealed the hole to be curved and circumferentially aligned with very clean edges. When the tubing was stretched slightly, it could be seen that the hole was v-shaped. The shape and texture of the hole are evidence that the extension tubing was punctured with a sharp instrument, most-likely a needle.

Event description:
It was reported by the nurse that there were leakage points found on the extension tube near the patient¿s elbow when the head nurse pre-flushed the catheter during PICC placement. A new extension tube was put in place, replacing the old one, for catheter placement.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the nurse that there were leakage points found on the extension tube near the patient¿s elbow when the head nurse pre-flushed the catheter during PICC placement. A new extension tube was put in place, replacing the old one, for catheter placement.